Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The authorized service provider (asp) inspected the device on 22jul2025 for periodic maintenance and checked the device's diagnostic report (drpt). Upon checking the drpt, the asp observed that an occurrence of the primary alarm failed diagnostic code had previously been logged. The asp replaced the speaker assembly to resolve the primary alarm failure. Following the replacement of the speaker assembly, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
The replaced speaker assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that there was no repeat of any alarms when the returned speaker assembly was installed into the pil test device. Additionally, the pil technician verified that the speaker did emit a distinct audible alarm during an induced alarm condition and that the speaker passed all resistance testing of the voice coil and associated wires of the speaker. The pil tech's investigation concluded that there was no problem found, and that the speaker operated as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.